Event description:
Dealer reports that the family member of the patient said the monitor did not alarm as it should have. The downloaded information could neither prove or disprove claim as it was in itself ocrrupted information. There was no patient harm.